Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 7th june 2010 and performed to specification up to the 30th november 2014. On the 7th december 2014 the device failed the weekly auto self-test due to a low battery. On the 9th december 2014 an increase in voltage suggests a further pad-pak was installed and the device was power cycled passing a self-test. Multiple manual powers mainly of ten minutes duration were observed in the device memory between the 17th june 2015 and the last history log entry on the 2nd february 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.